Manufacturer narrative:
(B)(6).

Event description:
It was reported that during rcr surgery the anchor tip broke off from the inserter and was found in the joint. All pieces were removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 5.5mm healicoil sa pk anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Off axis insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported 5.5 mm healicoil sa pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. One of the distal threads has broken off of the anchor and was not returned for examination. The area of the breakage is burnished indicative of contact with the cortical layer of bone. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.